Manufacturer narrative:
Concomitant medical product: unknown medtronic crt, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt phrenic nerve stimulation after implant. The left ventricular (lv) lead was reprogrammed and the stimulation was noted to have resolved. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.